Event description:
Additional information was received from a physician via psr (product surveillance registry) reporting patient outcome as resolved without sequelae on (B)(6) 2015. The event was related to the drugs hydromorphone and baclofen. The pump was last examined and changed on (B)(6) 2015 with the 17% increase. The pump was administering dilaudid 2.5 mg/ml (0.9993 mg/day), compounded baclofen 450.0 mcg/ml (179.88 mcg/day), and clonidine 150.0 mcg/ml (59.96 mcg/day).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported on (B)(6) 2015 the patient experienced side effects with personal therapy manager (ptm) activations that was not related to the pump. The event was considered non-serious with a mild severity. The patient felt as if the bolus dose was too high and the specific reasons he felt the dose was too high were not known. The bolus dose was decreased and the patient was reprogrammed. As a result, on (B)(6) 2015, the daily dose of the medications was increased 17% and the patient activated doses were decreased to 0.05 mg of dilaudid, 8.99 mcg of baclofen, and 3 mcg of clonidine. The patient had been allowed a patient activated dose of 12.59 mcg of baclofen, 0.0699 mg of dilaudid, and 4.20 mcg of clonidine previously. The maximum number of doses was 16, and the doses occurred over the course of 2 minutes. The event outcome was considered ongoing. The pump was being used to deliver dilaudid, baclofen, and clonidine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information reported indicates that the gender (female) previously reported was incorrect. The correct gender of the patient is male.